Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a patient under went a primary reverse procedure and fell 14 months later, post operative. Immediately after the fall, patient experience shoulder pain radiographs showed evidence of a broken ar-9563-32 peripheral locking screw, a shifter baseplate and glenosphere. A revision surgery took place on (B)(6) 2022 for removal of ar-9563-32 peripheral locking screw, which was only partially removed, surgeon made the decision to leave a portion of the broken screw, as attempting to retrieve it may have resulted in additional bone loss. An ar-9563-28 peripheral locking screw, an ar-9561-25s central screw, an ar-9560-24-2 baseplate, an ar-9564-2436-lat gleno sphere, and an ar-9503s-06 humeral insert were all explanted during revision reverse tsa procedure on (B)(6) 2022. Surgeon completed case implanting new glenoid implants.